Manufacturer narrative:
(B)(4). Date sent: 3/24/2026. Additional information received: did the patient receive any preoperative chemotherapy or radiation? Not indicated what color reloads were used and what was the sequence of the firings? Blue were other stapling or suturing devices used when creating the anastomosis? Not indicated how was the common opening closed? Typically use tx60 (information not confirmed) were there any issues experienced with the device in the initial surgical procedure? Device locked out and surgeon couldn¿t fire. Device replaced and used accordingly to complete transection & anastomoses in relation to the knife sticking out, was it noticed that the knobs were advanced? Yes was the device difficult to assemble/close? No was the device difficult to fire; was the force to fire higher than expected? Not indicated how was the integrity of the anastomosis checked intraoperatively? Looked clean. Leak permeated outside the staple line how many days postoperative did the leak occur? Within 1 week (unsure of exact time) how was the leak identified? Not indicated was the site of the leak identified? Yes, if so, where and what was observed? State near staple line but not from staples was it leaking through the staple line? No were there any malformed staples or missing staples identified? If so, please describe the shape and location. No is there an autopsy report available? No does the surgeon believe the post-operative leak and death was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. No. Surgeon explained that patient was sick, obese and suffering from other complications is the surgeon interested in speaking with ethicon medical and engineering staff? Not at this time. They have successfully used device since this incident. They stated that are not enthused with the firing knob design (too loose and easy to pre-fire inadvertently). I have revised and addressed odp. Will revisit if potential discussion with medical staff if need be.

Event description:
It was reported that during a right colon resection; surgeon proceeded to fire on colon tissue with blue reload, glc80 locked out, knife in device was sticking out. Surgeon requested a new glc80 device and completed case, no surgical delay was reported.

Manufacturer narrative:
(B)(4). Date sent 2/24/2026. D4 batch # 431d61. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with no apparent damage with the firing knob forward and with a glcr80b reload loaded in the device. The reload was returned with the knife exposed and fully fired with some b-formed staples on the deck and the swing tab in locked position. Also, slights scratches on the bottom side on distal end of the reload were observed. Upon visual inspection on the knife, some nicks were observed. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. During the visual inspection, the knob and knife were returned to home position without difficulty. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described of would not fire and knife would not return could not be confirmed as the device fired and the knife returned to home position without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The reported event of leak intervention was confirmed due to the nicks noted on the knife, one possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 431d61, and no non-conformances were identified. Additional information received: patient impacted by this event has expired. Date unknown at this time. Patient was brough back to the or within days after surgery. Patient had a leak, located beside the staple line. Surgeon not directly correlating the stapler to the leak. Patient was very sick, suffering from multiple co-morbidities, including obesity (400+ pounds). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? In relation to the knife sticking out, was it noticed that the knobs were advanced? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How many days postoperative did the leak occur? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Is there an autopsy report available? Does the surgeon believe the post-operative leak and death was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Is the surgeon interested in speaking with ethicon medical and engineering staff? If so, please provide 3 dates/time the surgeon would be able to meet.